Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number 8t1tpw. However, transmitter with serial number 8s9qa1 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing/download test was performed and passed. A review of the bin file was performed and transmitter fatal error was found for serial number 8s9qa1 within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).